Event description:
The customer reported that prior to use on a patient, there was static on the display of the iabp. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp has been reviewed. There are non non-conformances noted in the DHR related to the reported event. (B)(4).